Event description:
It was reported while using bd insyte¿ i.v. Catheter 24g vialon e foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about foreign matter found with the product.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-feb-2023. H6: investigation summary: our quality engineer inspected the 4 photos and 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the photos and sample. Analysis of the sample photos showed that a brown foreign matter (fm) was observed on the needle cover. An examination of the returned sample was performed and a piece of brown, flat, film-like fm was attaching loosely inside the needle cove. The fm was tested using fourier-transform infrared spectroscopy (ftir) and the testing results determined the fm was polypropylene. Polypropylene is used in our molding process of the needle cover. The fm was most likely excess polypropylene present on the production mold due to insufficient cleaning of the mold. A plan has been created to improve our molding process to prevent the reoccurrence of this defect. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ i.v. Catheter 24g vialon e foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about foreign matter found with the product.